Event description:
It was reported that the ilet pump¿s cartridge connector was difficult to turn and lock into the device, leading to improper attachment and subsequent insulin leakage; after multiple attempts and a rewind, the user¿s spouse was able to twist the connector fully and secure it. Customer care provided support that included customer service troubleshooting and user guidance on correct connector attachment and system rewind. Investigation of this case revealed that the connector required increased torque to lock, which likely resulted in incomplete connection and insulin leakage prior to successful attachment. No symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was related to a difficult-to-attach connector leading to hyperglycemia from under-delivery until the connection was properly secured. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.